Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated. A follow-up five months prior noted that the predicted longevity was 33-37 months.